Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected battery out limit alarms noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump being unresponsive. The customer's blood glucose was 377 mg/dl. The customer removed the battery, reinserted the battery and then received a battery out limit alarm. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.